Event description:
The rptr has learned that a pt who was fitted for and wearing gas permeable contact lenses called lens dispensing co and asked for disposable contact lenses and was sent them. The pt has been receiving the contact lenses for two years and has never been fiited for extended wear disposable contacts. The rptr learned of this situation from the pt who came in for a checkup. The pt had not seen an optometrist for two years.